Event description:
A nurse reported that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. There was no pt impact/injury associated with this event. The nurse stated that they were still learning how to use the system.